Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for an unspecified procedure using the subject device, an endoscopic image was not displayed on the monitor. The user replaced the subject device to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. During device inspection by the olympus field service engineer, the customer's complaint was confirmed and a faulty printed circuit board (pcb) was found. Based on the results of the investigation, and since nearly four years have passed since the device was manufactured, it is likely an accidental failure of the pcb or poor connection of the video connector due to poor handling of the user caused the event.